Manufacturer narrative:
Product analysis #705921076:(B)(6), (B)(6) 2023 11:51:58 gmt-0600 central standard time analysis summary for pe#: 0705921076-30 analysis transaction ID#: 295472719 model#: a2dr01 serial/lot#: (B)(6) while it is not possible to test the device explicitly for infection, device infection complaints are routinely monitored in aggregate to identify any possible anomalies in the sterilization process at manufacturing. The returned device was, however, analyzed to assess general functionality. Analysis of the returned device included review of the data recorded by the device while it was in use, and visual inspection. Analysis showed the device performed within specifications. The device did not contribute to the reported complaint. The specific analysis finding is listed below in the analysis information section. Product disposition: the product was retained in storage after the analysis concluded according to storage guidelines the product may be stored off site. Analysis information -- 2023-11-13 11:51:54 cst pli# 30 product ID# a2dr01 the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. Continuation of d10: product ID 407652 lot# serial# (B)(6), implanted: (B)(6) 2020,explanted:(B)(6) 2023 product ID 407645 lot# serial#(B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2023. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed infection. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: h6 FDA method b01 h6 FDA result c19 h6 FDA conclusion d14 h10: product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.